Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have technical services (ts) review episodes for this patient with this cardiac resynchronization therapy defibrillator (crt-d). At first it was thought to be atrial fibrillation (af) conducting downward but a closer look revealed this crt-d was pacing really fast. Further discussion and observation showed what appeared to be someone had been attempting to burst pace this patient out of af. Ts checked noting a couple of consult reviews had been performed at the clinic at that time. Additionally, the higher output of pacing in the right atrial (ra) was showing up on the right ventricular (rv) channel, indicating oversensing. Ts noted most were in the noise window being appropriately sensed. This crt-d remains in service. No adverse patient effects were reported.